Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined, however, the presence of third body particles found on the surface could have been a contributing factor to the pitting/wear damage. Evaluation: surface exhibits excessive pitting damage to both condyles and gouging damage to multiple portions of the rim. Device history records indicate manufacture to specification. Scanning electron microscope examination showed scratches and foreign substance deposits and particles. Energy dispersive spectroscopy analysis showed c, o, ca, na, mg, si, s, and ci, and a carbon (c) peak in spectrum typical of uhmwpe material.

Event description:
It is reported that the device was implanted in 2006. Approximately 3 months post-op, in 2007, the patient was scheduled for "lysis of adhesions possible femoral revision." The doctor stated that it was for anterior pain in the knee. The articular surface was removed during the surgery. It was observed by the doctor that there was wear on the spacer and pitting.